Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator¿s outer diameter was measured, and dimensions were found within specifications. Based on all the information, the hemostatic valve dislodgment issue could be related to the obstructed issue described by the customer. A device history records was performed for the finished device 00001936 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01314 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath - large) (2) MFR # 2029046-2022-01820 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside the hub component. Initially, it was reported that the dilator would not advance all the way into the vizigo¿ sheath. They were able to insert the dilator about 2/3 of the way into the sheath before it became too tight. They replaced the sheath, and the dilator was able to be inserted all the way into the vizigo¿ sheath. No adverse patient consequences were reported. The issue of obstructed sheath was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside the hub component. The awareness date for this reportable lab finding is 13-jul-2022.